Event description:
On 1/13/87 the ipp device was implanted. On 1/31/89 the cylinders were revised. On 7/17/97 the cylinders and pump were removed from the pt and replaced with entirely new device due to failed penile prosthesis. The reservoir from the previous implant was left in place.